Event description:
Upon removal of rectal thermometer from child's rectum, it was noted that the ball portion of the thermometer was broken. Child's rectal area was wiped clean, no adverse reaction noted.